Event description:
The customer reported that the device was not turning off. It is unknown how the issue was found. No patient or user harm was reported. The remote technical support advised the caller that the unit may have a faulty user interface pcb. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10:the device was evaluated by the service engineer and a philips remote service engineer (rse). The customer stated they were unable to duplicate issue and can power unit off and on without any issues. The customer has requested part number for replacement overlay. The customer was provided with the part number. Multiple verbal and e-mail good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/02/2022 and 10/21/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.